Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the malfunction was due to component failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, the subject device exhibited noisy image there was no patient involvement